Event description:
The following was reported to hamilton medical ag. Biomed reports vent was placed in standby mode. When the rt tried to initiated venting (not yet on a patient) the screen turned black and the device emitted an audible alarm. Biomed was able to reboot unit twice, but after the device is "locking up" and alarming audibly. The screen stays blank and the keypad backlight comes on (and will not go off) and the audible alarm starts up. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: biomed reports vent was placed in standby mode. When the rt tried to initiated venting (not yet on a patient) the screen turned black and the device emitted an audible alarm. Biomed was able to reboot unit twice, but after the device is "locking up" and alarming audibly. The screen stays blank and the keypad backlight comes on (and will not go off) and the audible alarm starts up. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** . Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4.

Event description:
The following was reported to hamilton medical ag: biomed reports vent was placed in standby mode. When the rt tried to initiated venting (not yet on a patient) the screen turned black and the device emitted an audible alarm. Biomed was able to reboot unit twice, but after the device is "locking up" and alarming audibly. The screen stays blank and the keypad backlight comes on (and will not go off) and the audible alarm starts up. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The investigation and the review of the event demonstrated that the event can be now classified as non-reportable. Currently, the issue did not occur in a clinical environment. When the device was boot-up, the device did not start. The root cause of the event was determined to be a defective esm board. After replacing the esm board, device passed all ssw and all functional tests passed.